Manufacturer narrative:
Additional information: in the surgeon's opinion, the cause of this is event is the device. The patient's condition is "resolving." (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6_13.2 implantable collamer lens, -5.5 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports a 2-line drop in bcdva compared to the preoperative exam. The lens remains implanted and the investigation is ongoing.

Manufacturer narrative:
Additional information: event determined to be resolved by investigator. On (B)(4) 2018. The subject completed the study with bcdva of 20/20. The medical monitor believes the transient decrease and subsequent improvement in bcdva reflects the subject's process of neuroadaptation to the edof optic. (B)(4).